Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced without the robot.

Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that during placement of the first screw (l4-r), the software alerted the user with a warning stating possible shift of the drb detected by surveillance marker. After the "possible shift of the drb" warning is presented, we recommend performing an anatomical landmark check. If the anatomical landmark check is inaccurate, the user can reregister the patient by selecting the "extend case option" in the upper right-hand corner of the screen, using the life-saver icon. The misplaced implant was corrected intraoperatively and no adverse effect to the patient was reported. No adverse effects to the patient were reported. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.